Event description:
Customer states:-we had a clinical incident awhile ago (16th september) involving a t1 in ICU and it has only just been highlighted to medical equipment management, hence the delay in reporting. Excerpt of the incident involving a neonate is as follows: child with probable pneumomediastinum developed respiratory failure requiring intubation and ventilation. Difficult to ventilate, but hamilton t1 transport ventilator unable to ventilate without significant rebreathing of co2. At the time the child's fico2 was 5-6kpa, and paco2 was in excess of 16kpa with ph of < 7.0. Two consultant intensivists were with the chid. The hamiton t1 brought by the watch team had similar problems but to a slightly lesser extent. The child ventilated reasonably well on the ICU bedside maqet servo I ventilator. Ventilation still problematic when the child left the rde for bch.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. However, it was not confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient. There was potential harm to the patient, but the exact context or range is unknown. The patient had a difficult state of health at the time when the ventilator was connected and there was invasive ventilation. The root cause could not be determined so far. No correction was conducted on the device. This complaint is preventively, and voluntarily deemed reportable.